Event description:
During surgery, the inserter adapter cold-welded to the cup resulting in a 30 minutes surgical delay.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. A two year database search finds not trend for the instrument product code becoming cold-welded to the acetabular cup. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.